Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Alleged false positive sars results (total quantity unknown) for 1 consumer. It is unknown if the consumer was symptomatic. There was no mention of confirmatory testing being performed. The consumer used expired test kits (off-label use). The report was obtained from an online review, no further information could be obtained as no customer contact was possible.